Event description:
It was reported to medtronic neurosurgery that the device was found to leak when it was tested, and that fractures in the housing of the 3 way stopcock could be noticed visually. According to the report, the device was not intended to be used for patient treatment at the time testing occurred and there was no patient involvement.

Manufacturer narrative:
The device was patent. Cracks were observed in the proximal and distal arms of the patient-line stopcock and the proximal arm of the zero-reference stopcock. The device did not meet the requirements for leak testing due to the cracks. A review of the manufacturing and inspection records showed no anomalies. (B)(4).